Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information received: the staple failure was reinforced and buried sutured. Bleeding did not occurred. The patient does not have complications and he is stable.

Event description:
It was reported that during a semi-open ileocecal resection, the staples at the middle part of the cartridge were formed in lumbricoid shape at the fourth firing of feea. The event occurred across an existing staple line. White cartridge was used on the oral side of the colon, and blue was used on the anus side of it. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.